Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient experienced infusion set adhesive tape not sticking and fell off event on (B)(6)-2026. No further information available.